Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, we confirmed that the control body fluid damage, the body cover grip fluid damage, the remote control wire fluid damage, the light guide cable fluid damage, the light guide cable for control body fluid damage, the light guide cable for prong fluid damage, the root brace rubber cracked, the insertion flexible tube (ift) crushed, the remote control buttons malfunction, the insertion flexible tube (ift) perforated under and the root brace; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.